Event description:
In 2005 an epidural catheter was placed by an anesthesiologist prior to a total knee arthroplasty. The next morning the intent was to leave the catheter in place for 24 hours for pain management. However, in the afternoon the occlusion alarm on the epidural pump was sounding, pain control was noted to be poor and the anesthesiologist was contacted. He removed the catheter and the removal was noted to be difficult. Subsequent comparison of the removed catheter to a new catheter indicated that a 1-2cm portion of the tip may have been retained.